Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, a loss of sensing was observed on the right atrial (ra) lead. The physician attempted to reposition the ra lead to resolve the event but was unsuccessful. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece. Visual examination did not find any anomalies on lead body. X-ray examination noted the inner coil in the connector region being over-torqued consistent with procedural damage. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot test passed between conductors.